Event description:
It was reported that the patient had a syncopal episode on (B)(6) 2024, and their system controller briefly fell into the toilet. The patient estimated for about 3 seconds. There were no alarms and the left ventricular assist device (lvad) appeared to be working as expected. The emergency backup battery (ebb) compartment was opened up and was noted to be dry. Log files captured 125 pulsatility index (pi) events on 26jan2024. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was stable at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 6 hours ((B)(6) 2024 from 08:56:54 ¿ 14:04:12 per timestamp). There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Provided information indicated that despite there being no alarms or apparent issues with the controller, the patient underwent a controller exchange as a precaution to the controller falling in the toilet. The old primary controller was (B)(6) and was disposed of. The root cause of the fluid ingress was reported to be related to the controller falling in the toilet following the patient's syncopal episode. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.